Event description:
Neurosurgical intensive care pt sustained acute subdural hemorrhage as a result of falling from a nala harmonic tilt pt chair. Fall was unwitnessed so unclear what pt was doing immediately prior to fall.